Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is having issues with the sensor. Customer took his blood glucose and it was 206mg/dl and sensor alarmed threshold suspend. Customer's blood glucose was 212mg/dl and sensor glucose was 69mg/dl.